Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000177591

Event description:
It was reported patient experienced excruciating pain post trial. Investigation is unable to identify which lead attributed to the issue. As a result, the entire trial system was removed to address the issue and patient was taken to the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.